Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 at around 8:00pm for a low blood glucose level of 22 mg/dl. The customer stated that their healthcare provider changed the settings on their insulin pump which may have had an effect on the recent low blood glucose. The customer remembers sitting at dinner with their head down before dinner when they started feeling very bad. The paramedics transported the customer to the hospital. The device was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.